Event description:
It was reported on social media that the patient's leads would burn and sting and create pain. The patient also reported that their device tried to "converse with any and all wireless operated devices". The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: mdt-ICD. (B)(4).